Event description:
At the beginning of a pfa atrial fibrillation procedure, a blood leak was observed in the hemostatic valve of the agilis sheath. A non-abbott pfa catheter (boston scientific farawave pfa catheter) and an advisor hd grid catheter were inserted through the agilis sheath. A viewflex catheter and a decapolar catheter were used but were not inserted through the agilis sheath. The agilis sheath was left in place, and a towel was positioned underneath to allow the procedure to continue. The procedure was completed successfully with no adverse health consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.one 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.